Manufacturer narrative:
The medwatch report did not provide an initial reporter contact, a user facility name, user facility contact name, address, or device information. Steris is unable to contact the user facility to obtain additional information regarding the reported event. As steris is unable to obtain additional information from the user facility and the device subject of the reported event cannot be returned for evaluation, a cause cannot be determined. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR. The model/catalog number are unknown; therefore, the applicable UDI and production identifiers were not included in the MDR. No additional issues have been reported.

Event description:
The user facility reported via medwatch mw5187270 that "the system was unable to communicate with the steris external monitor via hdmi cable". No report of injury.